Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with the keypad of the insulin pump. Customer stated that the keypad was not working. The customer's blood glucose level was 268 mg/dl. Insulin pump will be replaced. No additional information provided.